Event description:
It is reported that the customer had issues with their serter. The patient's blood glucose level was unknown at the time of the call. The issue was not resolved after going over the proper use of the serter. The customer was informed that the serter needed to be replaced. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.